Event description:
Approximately one year and five months post hvad implantation, the site reported that the patient had experienced several critical battery alarms. The battery was removed from the patient and a new battery was supplied. No harm or injury to the patient was reported as a result of this incident. Preliminary review of the log files revealed that the patient had experienced a loss of power four days prior to the reported event date.

Manufacturer narrative:
Two controllers, one battery charger, one controller dc adapter and five batteries was returned to heartware; the devices were exchanged without incident and there was no reported patient injury. The two controllers, one cdc adapter, one battery charger and (B)(4) passed visual and functional examination. Review of the controller log files confirm the reported event which revealed two critical battery alarms and battery power switching corresponding to the reported power switching event, and in the days leading up to the reported event. Analysis of the log files indicate that these alarms occurred due a failure in communication between the controller and a battery. (B)(4) passed visual inspection but failed functional testing due to a faulty internal cell pair. (B)(4) passed visual inspection but failed functional testing due to a faulty electrical component on the battery circuit board. (B)(4) passed visual inspection but failed functional testing due to an improperly welded assembly issue on the battery. (B)(4) was not tested since it was manufactured prior to implementation of additional screening procedures. This type of performance issue can be attributed to a faulty internal cell pair. Even though testing confirmed a battery malfunction known to cause power switching, analysis of the controller log files indicate that the most likely root cause of the reported event is due to communication failure between the controller and the connected battery.

Manufacturer narrative:
Additional information will be submitted within thirty (30) days of completion of the investigation. Evaluation in progress.